Event description:
It was reported that during a device check this implantable cardioverter defibrillator (ICD) exhibited low out of range impedance measurements measuring zero ohms that went back to normal limits. Technical services (ts) provided a review a noted that zero impedance indicates electromagnetic interference (emi) source at the time of the measurement, the patient was in the hospital at the time and may have been having a procedure. Technical services (ts) recommended further monitoring since the impedance went back to normal. This ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during a device check this implantable cardioverter defibrillator (ICD) exhibited low out of range impedance measurements measuring zero ohms that went back to normal limits. Technical services (ts) provided a review a noted that zero impedance indicates electromagnetic interference (emi) source at the time of the measurement, the patient was in the hospital at the time and may have been having a procedure. Technical services (ts) recommended further monitoring since the impedance went back to normal. This ICD remains in service. No adverse patient effects were reported.